Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) concerning falsely depressed phenytoin (ptn) results obtained on two samples from the same patient on the dimension vista® 1500 system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed information provided by the customer and the instrument data. A customer service engineer (cse) was dispatched to the site and performed troubleshooting and maintenance on the instrument. Following the instrument maintenance, quality control was in range and no issues were noted with other patient samples indicating that the instrument and assay were performing acceptably. The cause of the event is unknown. The system is operational. A potential product issue has not been identified. The device is performing within specifications. No further evaluation is required.

Event description:
Discordant, falsely depressed phenytoin (ptn) results were obtained on two samples from the same patient on the dimension vista® 1500 intelligent lab system. A discordant result was reported from the second sample. Both samples were reprocessed on the same instrument. The reprocessed result for the second sample compared to the initial low result obtained on this sample. There are no known reports of patient intervention or adverse health consequences due to the discordant ptn results.